Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381434 and lot number 3222136. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard needles were difficult to retract. The following information was provided by the initial reporter: I tried to replicate the scenario with other IV needles from the same lot. One needle remained in the catheter until vigorous movement of the catheter happened, then the needle retracted. The button for that IV need stayed compressed after pushing it even though the needle remained in the catheter. The others, we moved the catheter with the needle in place before attempting to retract the needle. Those needles retracted with ease. The customer does have pivs from this lot if we would like any sent in. This customer has also reported complaints on this lot number before.